Event description:
It was reported on (B)(6)2010 that the hcp had issues putting the extension into the implantable pulse generator (ipg) due to inability to identify product model numbers. Silicone had been removed from the end of the old extension and it had been plugged into the top port of the interstim. It was reported that on (B)(6)2010, a hcp discussion noted the problem with plugging an old monopolar extension in the new interstim device. The hcp realized that the connection today is different from the old one. The pt was sent to x-ray to see what type of lead he had and it appeared to be a quad lead. However, it could not be said for certain whether it was a perc lead or a surgical lead or if it was an inline or flat connector. The pt was to have a CT scan on march 22 with the possibly of replacing the extension with an interstim extension. Impedances were also discussed. The second port of the ipg had been left open, not according to instructions, and the pt couldn't be programmed nor could impedances be checked. It was reported that on (B)(6)2010, the ipg and extension were replaced. Pt was revised for his surgery. The lead impedance was measured and was ok. The ipg site was opened, the old extension removed, the new extension was installed and the measured impedance was ok. In post-op programming with the urologist, the pt felt stimulation and therapy restarted with the new icon. Pt was very happy and the interstim seemed to work well. Impedance measurement for the 2 programs ranged from 1000 to 1200.

Manufacturer narrative:
(B)(4)